Event description:
Caller reported a neonate inform blood glucose result of 30 mg/dl, lab result of 63 mg/dl. Lab sample was drawn within 10 minutes of the inform test. No adverse event was reported. Strips are not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.